Event description:
Surgeon reports that the wire driver handles do not grasp the k-wires until the k-wire is already in the bone so it does not allow him to redirect the k-wire in a slightly different direction.